Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the u1010 usb microcontroller was shorted on the monitor c/a board. The shorted component prevented the monitor from powering up. The root cause for the shorted u1010 component could not be positively identified. No adverse event resulted from the shorted u1010 microcontroller. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was not powering up. The pt was issued a replacement monitor.